Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced two low blood glucose events, in which medical intervention was required. The customer's mother stated that the customer was treated in the emergency room, although not admitted, for a blood glucose reading of 23 or 32 mg/dl. The caller stated that the customer was sent home in a few hours, but emergency medical services was called again on the morning due to low blood glucose. She was also not admitted the second time. The caller did not know the blood glucose reading during the second treatment by emergency medical services. She stated that the customer has addison's disease, which can cause low blood glucose. She noted that the customer should not have been released the first time. She reported that the low blood glucose was caused by user error and incorrect device use. The customer vomited her medication out after the first treatment, causing low blood glucose and pressure. Troubleshoot declined. Nothing further.